Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she was very frustrated with her experience since implant. Nothing had been resolved yet. She had been working with a doctor and they told her that they could help manage the device and she was working with them now. She still had not been able to find a program that worked for her symptoms. She told a rep at the doctor's office that the program changes that he made did not work and the rep told her to turn stimulation off and he would call her in 2 days, but he never called. She figured out on her own how to change the program. It was noted that out of all the surgeries she had in her life this experience had been the worst.

Manufacturer narrative:
(B)(4).

Event description:
The stimulation sensation the patient was feeling was uncomfortable stimulation. The stimulator was causing patient discomfort in her leg, it was causing leg to go numb. Patient states her whole left leg was ¿spazzing¿ and she cannot move it. It takes five minutes to where the patient can finally move a leg. She reports it really hurts and her thigh had been spazzing so horrible and it goes all the way down her leg. She cannot move her leg and leg will just not move even when patient tries picking up her foot. The leg will just not move. She reports all of this has happened twice. Patient considered decreasing stimulation from 0.3 to 0.2, but patient thought that would be too low of a setting. She originally started at 0.4 or 0.5. She had a call into hcp (healthcare provider) office already and was waiting for hcp to call her back. Event date for stimulator was causing patient discomfort in her leg was (B)(6) 2016. Event date for the second time the stimulator was causing patient discomfort in her leg was (B)(6) 2016. The patient later called back and reported that the reason she wanted to change programs and increase despite 80% efficacy was because she still had to get up 2-3 times a night to urinate. She also stated that the intermittent pain she had been having in her legs seems to go and go in "10 day waves." Patient later reported that the events had not resolved. They were happening less often but she was still having horrible cramping in both legs. It seems to be random and does not seem to be related to what position she is in. She was getting an 80% reduction in bowel symptoms but still had some urinary leakage when walking. She reported that stimulation was annoying on current program. She wanted to change programs. Patient was now on program 1 at 0.3 volts. She feels stimulation in correct area and it was reported as comfortable. Patient had poor communication on call today due to incorrect placement of antenna. She was putting it over bulky clothes and above or on top of the scar and not the implant. Patient services had patient reposition and issue resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding symptom reported. Follow up will be submitted if additional information is received.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she experienced a loss of therapy. She was very frustrated because nothing was helping her from pooping her pants. It was indicated that her interstim therapy was not working and she had no therapeutic effect since implant. A day later, patient informed that she was not sure the circumstance that led to leg spasm and urinary leakage. Patient stated that she was sending for nerve conductor test. Two weeks later, the patient further reported that she called her health care provider (hcp) but they did not manage the device, so they paged a representative who changed her programs from program 2 to program 1. It was indicated that hcp recommended patient see a managing hcp but patient said those hcp don¿t know her. It was stated that she already increased stim past comfortable level. She was considering removing the device. On the same day, the patient called back and reported that she was trying to change her programmer because nothing was working for her and she could not get it to change. She tried syncing before and got an apple and an arrow. Patient services did some education and patient was able to sync on the call. Patient stated she was going to try program 4 because she was having so much trouble. She has been playing with patient programmer for 3 months now.